Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that in (B)(6) 2013 the device battery showed longevity of 1-28 months. In (B)(6) 2014, the patient was traveling to the routine device check. As soon as the patient got off the plane, they experienced, diaphoresis, pre-syncope and arrived at the hospital with a pulse rate of 20 beats per minute, unreadable blood pressure, extreme diaphoresis and chest pain. The device was at end of life (eol) and interrogation of the device was not possible as it was not working. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further test ing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.